Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cardiac computed tomography (CT) showed worsening thrombosis of the nonstented portion of the outflow cannula with now near occluded, previously approximately 50% in (B)(6) 2024. The patient was admitted with low flow alarms, hemoglobin was 4.4, and there were no signs of overt bleeding. The patient was currently on hospice, multifactorial due to multiple comorbidities

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms, which the account attributed to an outflow graft obstruction. The reported outflow graft obstruction as well as the reported thrombosis of the outflow graft could not be confirmed through this evaluation based on the provided information. It was reported that the patient had a few low flow alarms. It was noted that the patient had a history of extrinsic outflow graft obstruction with stenting. The account stated that the cause of the low flow alarms was outflow graft obstruction. At the time of the low flows, the patient experienced symptoms of dizziness and lightheadedness. The outflow graft was stented, and the alarms resolved. Additional information was later provided that cardiac computed tomography with contrast showed ¿worsening thrombosis of the nonstented portion of the outflow cannula with now near occluded, previously approximately 50% in december 2024.¿ the submitted controller event log file contained data from 18may2025 through 19may2025. The stored patient speed was set to 5400 revolutions per minute (rpm) with a low speed limit of 5000 rpm. Intermittent low flow events, multiple of which resulted in low flow alarms, were captured throughout the file. During these events, flow was captured at 2.3-2.4 liters per minute. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a few low flow alarms. Log files were submitted for review and captured low flow events on (B)(6) 2025 when the calculated pulsatility index (pi) was elevated. The log files also captured backup battery (ebb) faults on (B)(6) 2025 due to the ebb failing the load test. The ebb was replaced and the alarms resolved. The patient had symptoms of dizziness and lightheadedness at the time of the low flows which were found to be caused by an outflow graft obstruction (ofgo). The outflow graft was stented (x2) which resolved the low flow alarms. Patient has history of eogo with stenting.: manufacturer report number 2916596-2024-03126.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms, which the account attributed to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided, and the device remains in use. The submitted controller event log file contained data from 18may2025 through 19may2025. The stored patient speed was set to 5400 revolutions per minute (rpm) with a low speed limit of 5000 rpm. Intermittent low flow events, multiple of which resulted in low flow alarms, were captured throughout the file. During these events, flow was captured at 2.3-2.4 liters per minute. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.